Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient was treated with fortaz (1 gm, daily, intraperitoneally (ip)), gentamicin (400 mg, daily, ip), and vancomycin (1 gm, daily, ip) for the peritonitis. The patient recovered from the peritonitis. No additional information is available at this time. A connection issue indicative of a potential malfunction of the disposable transfer set was identified. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the disconnection between the transfer set and titanium adapter could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a connection issue while performing an exchange during pd therapy which caused peritonitis. On an unreported date, the hp experienced a loose connection between the transfer set and the titanium adaptor resulting in a disconnection. The patient's husband reconnected the devices and pd therapy was resumed. The hp experienced peritonitis and was hospitalized for the event two days after onset. Treatment was not reported. On an unreported date, the hp was retrained in proper aseptic procedure for pd therapy. At the time of this report the hp was recovered from the peritonitis event and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.